Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was not performed. The patient's native aortic valve was calcified which resulted in under-expansion of the transcatheter valve during the first deployment attempt. The valve was recaptured and a second deployment attempt was performed. The valve still did not expand properly. The decision was made to recapture the valve and withdraw the valve from the patient. A pre-implant bav was performed using a 20 millimeter (mm) non-medtronic balloon. A new valve was loaded into a new delivery catheter system (dcs) and successfully implanted in the patient. It was noted that a procedure delay did not occur, and the patient's calcified anatomy contributed to the expansion issue. No adverse patient effects were reported.